Manufacturer narrative:
No medwatch form was received h6 - 86 - review of quality records.

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted.